Event description:
It was reported that an alert was triggered due to high impedance on the defibrillation coil of the right ventricular (rv) lead. A possible fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted: (B)(6) 2002. A 5554-53 lead, implanted: (B)(6) 1999. (B)(4).